Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to a suspected lead fracture resulting in loss of capture and pacing impedances greater than 2500 ohms. It was suspected the suture tie down strain was the root cause of the fracture. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.